Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with episodes of far-field r-wave oversensing on the device via merlin.net transmission. The patient was in clinic when he mentioned lightheadedness. Upon interrogation mode switching was noted. Programming changes were made.

Manufacturer narrative:
Correction to UDI number.